Event description:
It was reported that the hand piece fell apart in the surgeons hands and the energy kept being delivered. No patient injury reported, the procedure was completed with a competitors hand piece.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.